Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic assisted distal gastrectomy on an unknown date and topical skin adhesive was used for the epidermis. While in the ICU, dermatitis and skin inflammation occurred. The patient remains in the hospital. Additional information has been requested.